Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that an inappropriate shock was delivered due to atrial fibrillation falling in the ventricular fibrillation zone. The shock delivered ended up being pro-arrhythmic and induced ventricular fibrillation (vf). The vf was terminated with another shock. The patient condition is unknown.